Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval. There was no indication, however, that the device becoming stuck onto the guidewire caused the distal embolization. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. In-stent restenosis pts are listed as a special pt population (i.e., the safety and effectiveness of the jetstream g3 system has not been established in this group of pts) in the IFU.

Event description:
The jetstream g3 was advanced to treat an approximately 40 cm in-stent restenosis (isr) lesion located in the superficial femoral artery (sfa) and into the popliteal. The device was used in the fibrous lesion for 34 minutes 10 seconds. The device would not move during retraction mode and the device and guidewire were removed together as a unit. Distal emboli occurred and it is not known if it is related to the jetstream g3 device. An aspiration catheter was used to aspirate the emboli from the distal peroneal artery. Flow was then restored.